Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during remote training the user¿s ilet screen became unresponsive at the fill-tubing step, preventing selection of ¿yes,¿ and a replacement ilet was shipped with instructions to return the original device. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or change in clinical status. Investigation included remote troubleshooting and replacement logistics review. Investigation of this device revealed tests completed without faults; complaint could not be replicated, and the device functions as normal.